Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of failure to detect air in line during preventative maintenance testing by the user facility. There were no reported adverse patient events while the device was in clinical use. Though requested no additional information provided.